Event description:
Ous MDR - right after the pocket was closed, this lead's bipolar impedance was <100 ohms and there was no detection. The physician re-opened the pocket and tested the lead with an external programmer with the same results. The physician decided to replace this lead.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed 16 cm distal to the is-1 connector pin deformations of the outer and inner conductor coils, which might be the root cause of the clinical observation. Based on the symptoms, it is reasonable to assume that this damage resulted from the implantation procedure, most likely from a tight suture. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.